Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove the device from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device via 6fr sheath after a stent implant procedure. Reportedly, after clip deployment, the starclose se device could not be removed from the patient anatomy. The access ports were used to release the locking mechanism on the thumb advancer and collapse the vessel locator wings. The clip of the starclose se device achieved hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.